Event description:
It was reported that during the procedure the needle was broken. No broken piece remains in the patient. No patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One truepass needle was returned for evaluation. Visual assessment of the needle confirmed the reported complaint. The needle tip has broken off at the suture pick-up slot. The broken tip was not returned for examination. Dimensional assessment of the needle confirmed it met print specifications. This investigation could not identify any evidence of product contribution to the reported complaint.